Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: review of the black box data did not reveal any evidence of power interruption; data from the date of the alleged issue had been overwritten due to continued use of the device after the alleged event occurred. The battery compartment was confirmed to be cracked. There was no damage to the returned battery cap. The pump powered on and was exercised for 12 hours without any interruption in power. Investigation did not confirm nor duplicate the alleged intermittent power issue.